Event description:
It was reported that the ilet user experienced low blood glucose down to 68 mg/dl before dinner, announced the meal, and then continued treating with oral glucose sources, including glucose tablets and orange juice, leading to subsequent in-range values and a fingerstick of 123 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for acute intervention with oral glucose and user education. Investigation included a review of the event details and product-use troubleshooting and education regarding appropriate hypoglycemia treatment to avoid overtreatment. Investigation of this case revealed user-related overtreatment of hypoglycemia without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management.